Manufacturer narrative:
Date of event was reported as (B)(6) 2016 (turned the stimulation off because it was not helping). Event date for the too long to recharge/not charging past 1/2 full was reported as (B)(6) 2016.

Event description:
Information received from the patient reported that they did not think their "charger" was not working because it was not charging the implantable neurostimulator (ins) battery. The patient stated that it was taking too long to charge. Initially the patient mentioned that they last felt the stimulation about a month ago as they had turned it off because they did not believe it was helping them and that they were to have ankle surgery. The last recharge was 6-8 weeks ago and per their description on the programmer, the stimulation was on and the ins battery level was half full. The patient reported that they can't recharge past 1/2 full and noted that most coupling bars were shaded but then they would go blank. In the past, the ins would charge completely within 30 minutes. The patient had not seen any errors or warning screens. Recharging best practices were reviewed with the patient and 6-8 coupling bars were seen which resolved the coupling issue. It was reported that based on the information provided, the equipment was working as designed but the patient was directed to schedule an appointment with the manufacturer's representative at the healthcare professional's office to check recharging statistics. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for the implanted device were noted as post lumbar laminectomy syndrome and spinal pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.